Event description:
This x-ray sys crashed while a pt was on the table for a procedure. The sys would not come back-up. No one was injured.

Manufacturer narrative:
The investigation is still ongoing on this event. When the investigation is completed a follow-up report will be sent to the FDA.